Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation of the hypotube at 82.2cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-apr-2019. It was reported that shaft break at a portion that cannot enter the patient's body occurred. The target lesion was located in a coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during the procedure it was noted that the delivery shaft was fractured less then 15cm from the hub. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a separation of the hypotube at 82.2cm from the hub.